Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The rep reported that the ins was over discharged. Communication could not be established with either the patient programmer (pp), recharger or clinician programmer. The rep reported that the last successful recharge was a couple of months ago. The rep used the antenna locate feature and 64 was the highest value obtained. The rep initiated a physician mode recharge (pmr) prior to the call and in calling after completion of that pmr session, reported that the ins was still not responding. It was reviewed that multiple pmrs may be needed and the rep would need to continue until the battery started to charge normally. Additional information was received from a rep. The rep reported that the patient decided they were not willing to continue with the maintenance required of them after the jump start would be complete. The rep reported that this was communicated to them 2/3 of the way into the second 60 minute trickle charge as the first one didn't result in moving to recharge mode. The rep reported that the patient was being seen this month by a healthcare provider (hcp) for the purpose of discussing a replacement for his battery and elected to just leave his battery over discharged. The rep confirmed that the patient¿s coverage was good when it was working and there were no other issues other than his having failed to keep it charged. The hcp met with the patient on the day of this appointment and was made aware of the patient decision. Additional information was received from the patient. It was reported that the patient needed an MRI to check on the stimulator and the lead. The patient said they had issues with the stimulator battery and the battery went dead. The patient said they tried doing all kinds of stuff but weren't able to fix the issue after trying jump start it and reset it for 2 hours, the patient said therefore he wouldn't be able to get the stimulator into the MRI mode. No further complications were reported.